Manufacturer narrative:
Conclusion: since the valve has been implanted for over 15 years, it¿s unlikely that the stenosis / high gradient are due to any potential manufacturing issue. From the limited information received, the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / high gradient cannot be determined. The common probable cause for stenosis / high gradient is pannus overgrowth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 5 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to increased gradients causing shortness of breath. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.